Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of over 400mg/dl. The customer was nauseated and had excessive thirst. Troubleshooting was performed. The programming, basals, time/date, bolus history, and daily totals were not matching. The customer stated that she was not wearing the device for one day, but she did the entries for boluses on this day. No further information was provided.